Event description:
Reporter alleged that the following results were stored in the memory of the compact plus system, as compared to the actual results obtained: 1) 4/21 9:13 a.m. - 63 mg/dl, 9:11 a.m. - 21 mg/dl 2) 4/19 5:27 a.m. - 97 mg/dl, 5:26 a.m. - 20 mg/dl actual results and errant stored results were not identified by the reporter. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
While trialing insert, the insert instrument skipped.